Event description:
It was reported during a basilar artery stenosis procedure resistance was encountered when advancing the subject stent inside the catheter and when the physician checked it, the subject stent deployed prematurely in the catheter. A snare was used to remove the prematurely deployed stent. The device was replaced and the procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
Device not yet returned for evaluation.

Manufacturer narrative:
H4 manufacturing date ¿ added h3 device evaluated by mfg ¿updated h3 summary attached - updated d4 expiration date - added d9 product available to stryker ¿ updated d9 returned to manufacturer on ¿updated due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned and the he lot number was confirmed with the packaging. During visual inspection the stent was found to be deployed and intact. The stent delivery wire (sdw) was found to be kinked/bent and distal tip was found to be broken/fractured. A functional test was unable to perform as the stent was found to be deployed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event of the stent difficult/unable to advance or pullback through catheter could not be confirmed; however, the analysis results are consistent with the reported event. The reported event of the stent deployed prematurely during use was confirmed during the analysis. The device did not meet specifications when received for complaint investigation based on functional and visual inspection. Additional information provided by the customer stated that resistance was felt inside the microcatheter and the stent deployed prematurely inside the microcatheter. It was also reported the device was prepared as per the directions per use (dfu), that there was no damage noted to the packaging prior to opening. The device was confirmed to be in good condition during preparation/prior to use on the patient, and that continuous flush was set up and maintained during the procedure. It is likely the stent deployed and the device was damaged due to manipulation of the device when the reported resistance was felt during the clinical procedure. The as reported event of the stent difficult to advance in the catheter and it prematurely deploying as well as the as anazlysed event of the stent deployed prematurely during use, stent delivery wire broken/fractured during use, and stent delibvery wire kinked/bent will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported during a basilar artery stenosis procedure resistance was encountered when advancing the subject stent inside the catheter and when the physician checked it, the subject stent deployed prematurely in the catheter. A snare was used to remove the prematurely deployed stent. The device was replaced and the procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
B2 adverse event -  corrected to  required intervention as it was missed to selected in supp 1. H1 type of reportable event - corrected from malfunction to serious injury.

Event description:
It was reported during a basilar artery stenosis procedure resistance was encountered when advancing the subject stent inside the catheter and when the physician checked it, the subject stent deployed prematurely in the catheter. A snare was used to remove the prematurely deployed stent. The device was replaced and the procedure was completed successfully with no clinical consequences to the patient.